Event description:
It was reported that during a routine visit, this implantable cardioverter defibrillator (ICD) was observed to have delivered inappropriate therapy. The physician requested technical services (ts) review of device data to confirm device operation. There was a stored episode with delivered inappropriate bursts of anti-tachycardia pacing (atp) and shock therapy. It was noted that the ventricular episode was possibly due to atrial fibrillation (af) with rapid ventricular response (rvr). The shock therapy converted the rhythm. The presenting electrogram (egm) shows the device is operating as programmed. Device reprogramming was discussed with the physician. No adverse patient effects were reported. The device remains in service.